Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of 612 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The pump batteries were not lasting more than 24 hours. The customer also got multiple power loss alarms. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. However, insulin pump received with a high sleep current measurement and active current measurement test, problem isolated to the electrical board. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.